Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("tubal patency (right occlusion only)"). There was no information on the patient's medical history or concurrent conditions. Concomitant products included ibuprofen, depo provera (medroxyprogesterone acetate) and nuvaring (ethinylestradiol; etonogestrel). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011 she experienced heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In june 2011 she experienced urinary tract infection ("urinary tract infection") and bacterial vaginosis ("bacterial vaginosis") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2011 she experienced pelvic pain (seriousness criterion intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013 she experienced fatigue ("fatigue"). In (B)(6) 2013 she experienced tooth disorder ("dental problems"), anxiety ("psychological orpsychiatric problems condition: anxiety/depression") and depression ("psychological orpsychiatric problems condition: anxiety/depression"). In (B)(6) 2017 she experienced hot flush ("hormonal changes describe: hot flashes"). An unknown time later she experienced pregnancy with contraceptive device ("pregnancy"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), back pain ("back pain"), vaginal infection ("vaginal infection"), alopecia ("hair loss"), nausea ("nausea"), bladder disorder ("bladder problems") and pain in extremity ("leg pain"). The patient was treated with surgery (removal surgery). Essure was removed on (B)(6) 2020. At the time of the report, the outcomes for pelvic pain, pregnancy with contraceptive device, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, back pain, urinary tract infection, vaginal infection, fatigue, alopecia, tooth disorder, nausea, weight increased, anxiety, hot flush, heavy menstrual bleeding, vaginal haemorrhage, depression, bacterial vaginosis and pain in extremity were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, alopecia, anxiety, back pain, bacterial vaginosis, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, heavy menstrual bleeding, hot flush, nausea, pain in extremity, pelvic pain, pregnancy with contraceptive device, tooth disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure administration. The reporter commented: medical leave related to essure was reported. Patient was unable to afford essure removal surgery. Discrepancy noted in date(s) of insertion: (B)(6) 2010. Date(s) of insertion: (B)(6) 2010 discrepancy noted. Date(s) of insertion: (B)(6) 2012 (discrepancy noted-as per pif). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 23.489 kg/sqm. [Hysterosalpingogram] on (B)(6) 2010: right occlusion only; in (B)(6) 2011: unilateral occlusion (left tube occluded),; in (B)(6) 2011: both sides were occluded. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 21-feb-2023: pif received. Reporter information, product stop date, removal details, action taken with drug, reporter causality comment updated. Removal surgery added to event pelvic pain. Case become serious incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("tubal patency (right occlusion only)"). There was no information on the patient's medical history or concurrent conditions. Concomitant products included ibuprofen, depo provera (medroxyprogesterone acetate) and nuvaring (ethinylestradiol;etonogestrel). On (B)(6) 2010, the patient had essure inserted. In february 2011 she experienced heavy menstrual bleeding ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In june 2011 she experienced bacterial vaginosis ("bacterial vaginosis") and urinary tract infection ("urinary tract infection") and was found to have weight increased ("weight gain"). In december 2011 she experienced pelvic pain (seriousness criterion intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In june 2013 she experienced fatigue ("fatigue"). In november 2013 she experienced tooth disorder ("dental problems"), anxiety ("anxiety") and depression ("depression"). In june 2017 she experienced hot flush ("hot flashes"). Essure was removed on (B)(6) 2020. An unknown time later she experienced pregnancy with contraceptive device ("pregnancy"), abdominal pain ("abdominal pain"), back pain ("back pain"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia"), alopecia ("hair loss"), nausea ("nausea"), bladder disorder ("bladder problems") and pain in extremity ("leg pain"). The patient was treated with surgery (essure removal). At the time of the report, the outcomes for pelvic pain, pregnancy with contraceptive device, dysmenorrhoea, dyspareunia, abdominal pain, back pain, heavy menstrual bleeding, vaginal haemorrhage, vaginal infection, bacterial vaginosis, female sexual dysfunction, urinary tract infection, fatigue, alopecia, tooth disorder, nausea, weight increased, pain in extremity, hot flush, anxiety and depression were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, alopecia, anxiety, back pain, bacterial vaginosis, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, heavy menstrual bleeding, hot flush, nausea, pain in extremity, pelvic pain, pregnancy with contraceptive device, tooth disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure administration. The reporter commented: medical leave related to essure was reported. Patient was unable to afford essure removal surgery. Discrepancy noted in date(s) of insertion: dec-2010 date(s) of insertion: (B)(6) 2010 discrepancy noted. Date(s) of insertion: (B)(6) 2012 (discrepancy noted-as per pif). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 23.489 kg/sqm. [Hysterosalpingogram] on (B)(6) 2010: right occlusion only; in march 2011: unilateral occlusion (left tube occluded),; in june 2011: both sides were occluded. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 14-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.